Event description:
Customer found a bug in 2 of their trays and had 4 trays with torn wraps. The customer is returning 1 tray with the bug.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.